Manufacturer narrative:
No anomalies were found in the received samples of the affected henry schein safety needle 25g x 1" (ref 570-2703, lot 07504017). All tests performed confirmed the proper functioning of the safety mechanism.the activation force values were within product specification requirements; all needles were fully covered during the simulation use tests conducted by different operators.

Manufacturer narrative:
Based on the investigation, no deviations were observed in the device history record and archived sample analysis. All tested samples met specifications, and the device functioned as intended during simulated clinical use. No product-related nonconformities were identified. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Therefore, the residual risk related to this complaint is deemed acceptable based on the calculated risk priority number.

Event description:
Customer reported that the 40-year-old female staff member received a dirty needlestick injury on the left pointer finger after vaccine administration. They were wearing gloves at the time. Post administration of the vaccine, the staff member reports that when engaging the safety device, the needle did not go into the groove and the needle moved to the side of the guard and this caused the injury. What was done to treat the area of the needlestick injury was soap and water to clean the injury then went to urgent care as per their policy. There was also bloodwork done. As of today, the patient is well and cleared to work. In addition, they had three staff members who reported that the safety cover was difficult to engage.